Manufacturer narrative:
Product analysis: the device was received for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to proximal stent wrap with strut raised. Deformation and kink was evident to the distal tip. No evidence of stent fracture. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Image review: images confirm diffuse disease in the lad and a focal lesion in the mid lcx. The lad lesions are treated with deployment of two (2) stents. This is followed by the delivery of two (2) procedural wires through the lcx and the om1. Vessel pre-dilation is completed in the lcx. Followed by withdrawal of the 2nd wire back into the guide catheter. A long stent is delivered and deployed across the focal lesion in the lcx. The stent was post-dilated with no issues observed. None of the images show the attempted delivery of a stent that was withdrawn from the vessel/guide catheter, without deployment. The images failed to identify the attempted use of the complaint device. Therefore, the resistance experienced or the cause of the stent deformation in vivo could not be confirmed from the images provided.but the lcx lesion was confirmed to be tight with minimal calcification and no obvious tortuosity. Correction: there was a fracture to the stent struts and it was strut deformation. Facility address. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a non-tortuous, non-calcified significant lesion with 80% stenosis, in the mid circumflex artery (cx). The device was not inspected. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. A 3.5 non-medtronic (mdt) guide catheter and a non-mdt wire were used. Multiple very good pre-dilations were performed using a 2.5 x 20mm sprinter balloon up to 16 atm. An attempt was then made to cross the resolute onyx device, however, the stent failed to cross the lesion and resistance was noted while passing the stent through the guide. The stent was inspected and it was revealed that there was stent deformity and multiple spikes along the stents length and at the stent edges. There was a fracture to the stent struts. The stent was exchanged for a replacement 3.5 x 38mm resolute onyx stent which passed smoothly through the lesion and was deployed successfully at 14 atm. Post-dilation was performed with a 3.5 x 15mm non-mdt balloon several times up to 27 atm. There was a very good final result with timi iii flow. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.